Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope avl monitor; catalog: 0570-0314; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the video-signal got lost. In the end the patient was intubated with a competitor's device. A delay in the procedure of unknown duration occurred as a replacement device was obtained. No harm to patient or user was reported.